Event description:
A remstar plus c-flex device was returned to the third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device, the third-party service technician observed visible foam particles inside the blower kit and blower foam degradation. The service technician observed that error codes e-19: (err_wdog_test), e-61: (err_pll_unlocked), e-65: (err_stuck_encoder_a) were present. The device was scrapped after the evaluation was completed.